Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an exercise test was performed and a request for technical support was requested. The bruce protocol exercise test was performed to ascertain whether therapy would be delivered by this device when the patient was exercising. During this test 2 x vt-1 events were recorded, with no therapy delivered as the device was programmed to monitor only in this zone, thus no therapy would be delivered. A request for review of the information was sent to boston scientific technical services (ts). It was also noted that the patient had received six inappropriate shocks when using rhythmid, thus the device was reprogrammed to onset and stability. It was not confirmed weather therapy exhaustion resulted. Ts noted that some ventricular tachycardia beats were seen, but did not meet the criteria for therapy to be delivered. Ts discussed possibly reviewing the inappropriate therapy shock episodes to see if changing the threshold would have helped. It was noted that with the current programming the patient did not receive a shock on the given electrocardiogram thus the patient was discharged and normal follow up was scheduled. The right ventricular lead model/serial or manufacturer was not known. No adverse patient effects were reported. Additional information noted that the lead was a boston scientific lead. No further information was provided.